Manufacturer narrative:
Recall: 1627487-07262012-002-r,1627487-12192011-003-r . The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was inoperable for about 5 years. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced ((B)(6) 2017).

Event description:
Additional information received that therapy was restored after the surgical intervention.